Event description:
A caller reported a discrepancy in the displayed and actual time on the pump, which was greater than five minutes. There was no adverse impact to the customer¿s blood glucose level, as previous settings did not result in blood glucose levels above 500 mg/dl or below 54 mg/dl. Technical support assisted the caller in updating the pump time and advised monitoring for any recurrence of the discrepancy. The caller understood and acknowledged the advice given.